Manufacturer narrative:
H.6. Investigation summary: 12 loose 5ml syringes were received from batch #9044873 (p/n 301027) ¿ 6 from flex batch 31371694 and 6 from flex batch 31369668. 6 loose 5ml samples were received from batch #8340981 (p/n 301027) marked to be from flex batch 31366301. A review of the device history record revealed no irregularities during the manufacture of the reported lots. In addition, several photos were received. The samples were visually evaluated. All of the samples from batch #9044873 were observed to have plunger rods with damage to one rib. The damage was in the same location approximately halfway up to the plunger rod¿s rib on every sample. It was also directional. It appeared as if a tiny part of the rib was pressed in and to one side, leaving a notch in one rib. The damage observed would not affect product function, however considered rejectable per product specification. One photo depicted a plunger rod extending from a syringe barrel with an unidentified metal looking wire or spring wrapping around the plunger rod¿s ribs. A small notch in the top plunger rod rib could be seen in the photo sample. The spring did not appear to make contact with any plunger rod¿s ribs other than the one depicted to be at the top. The wire¿s diameter was observed to be similar in size to the notch on the plunger rod¿s rib. The samples from batch 8340981 were found to have surface scratches to the barrel walls. - two of the scratches resulted in peeling of plastic which could appear as attached foreign matter or flash ¿ a rejectable condition per product specification. - one sample had surface scratch outside the print area. Three samples had scratches overlapping scale printed area, however all items were still legible with more than 50% of any item present. All four of these samples had cosmetic defects which did not interfere with product¿s function and were acceptable per product specification. Potential root cause: 1. Plunger rod damage, batch #9044873: the observed spring/wire wrapped around the plunger rod in one of the photos provided was not part of the manufactured goods sold by bd. Manufacturing plant produces and sells bulk non-sterile syringe-only product 301027 without any other components or attachments. Since the product had been handled and manipulated after leaving the plant, it is not possible to determine whether the observed damage was a result of the syringe manufacturing process or product¿s manipulation after leaving the plant. 2. Surface damage/scratches, batch #8340981: it was not immediately clear whether the product had been processed or manipulated after leaving the manufacturing facility. It is possible the scratches were a result of syringe manufacturing process. H3 other text : see section h.10.

Event description:
It was reported that the syringe 5ml ll bns experienced 267 cases of broken/damaged plunger rods, and 119 damaged barrels/flanges which were noticed prior to use. The following information was provided by the initial reporter: material no. 301027 batch no. 8340981 and 9044873 complaint description: syringes with part number 301027 and lots, 8340981, 9044873 were received damaged and we could not use. Quantity ordered: (B)(4) cs quantity affected: (B)(4) cs q: is the date this was found known? A: (B)(6)2019 q: it was noted, syringes with part number 301027 and lots, 8340981, 9044873 was received damaged and we could not use. The photo provided pictures damage to the syringe plunger rod. Please note any additional details on the damage found. A: the condition seems to be the cut of the mold bridge a:only 2 lots: 8340981, 9044873 supplier lot flex lot 8340981 31366301 9044873 31369668 9044873 31371694 q: how many cases of each batch number were ordered? A:supplier lot flex lot qty batch 8340981 31366301 11200 9044873 31369668 23800 9044873 31371694 14000 q:which batch number is on the 2 cases of the reported affected product? A:all the material reported is defective (already passed the sort process). Therefore, the affected lots of material are 8340981 and 9044873 q:how many pieces from each case and batch number were inspected? A:both supplier lots were sort 100% q:how many pieces from each case and batch number were found to have damaged plunger rods? A: supplier lot qty pieces affected 8340981 119 9044873 267 received clarification from customer on 11/5 on question on damage to lot number 8340981, damage is present on barrel of syringe and not on plunger rod for this lot. There was only one photo provided for lot number 8340981 / flex lot 31366301 that shows damage to the barrel of the syringe. However it is listed that 119 pieces out of that lot were found with damage to the plunger rod. Q:how many syringes from lot number 8340981 / flex lot 31366301 had damage to the barrel? A: all the 119 pieces present the same condition (defect)

Event description:
It was reported that the syringe 5ml ll bns experienced 267 cases of broken/damaged plunger rods, and 119 damaged barrels/flanges which were noticed prior to use. The following information was provided by the initial reporter: material no. 301027 batch no. 8340981 and 9044873. Complaint description: syringes with part number 301027 and lots, 8340981, 9044873 were received damaged and we could not use. Quantity ordered: 13 cs, quantity affected: 2 cs. Q: is the date this was found known? A: aug, 05,2019. Q: it was noted, syringes with part number 301027 and lots, 8340981, 9044873 was received damaged and we could not use. The photo provided pictures damage to the syringe plunger rod. Please note any additional details on the damage found. A: the condition seems to be the cut of the mold bridge a:only 2 lots: 8340981, 9044873, supplier lot flex lot, 8340981 31366301, 9044873 31369668, 9044873 31371694. Q: how many cases of each batch number were ordered? A:supplier lot flex lot qty batch, 8340981 31366301 11200, 9044873 31369668 23800, 9044873 31371694 14000. Q:which batch number is on the 2 cases of the reported affected product? A:all the material reported is defective (already passed the sort process). Therefore, the affected lots of material are 8340981 and 9044873 q:how many pieces from each case and batch number were inspected? A:both supplier lots were sort 100% q:how many pieces from each case and batch number were found to have damaged plunger rods? A: supplier lot qty pieces affected, 8340981 119, 9044873 267. Received clarification from customer on 11/5 on question on damage to lot number 8340981, damage is present on barrel of syringe and not on plunger rod for this lot. There was only one photo provided for lot number 8340981 / flex lot 31366301 that shows damage to the barrel of the syringe. However it is listed that 119 pieces out of that lot were found with damage to the plunger rod. Q:how many syringes from lot number 8340981 / flex lot 31366301 had damage to the barrel? A: all the 119 pieces present the same condition (defect).

Manufacturer narrative:
The following information has been updated: date of event: (B)(6) 2019. Event description: it was reported that the syringe 5ml ll bns experienced 267 cases of broken/damaged plunger rods, and 119 damaged barrels/flanges which were noticed prior to use. The following information was provided by the initial reporter: material no. 301027 batch no. 8340981 and 9044873. Complaint description: syringes with part number 301027 and lots, 8340981, 9044873 were received damaged and we could not use. Quantity ordered: 13 cs, quantity affected: 2 cs. Q: is the date this was found known? A: aug, 05,2019. Q: it was noted, syringes with part number 301027 and lots, 8340981, 9044873 was received damaged and we could not use. The photo provided pictures damage to the syringe plunger rod. Please note any additional details on the damage found. A: the condition seems to be the cut of the mold bridge a:only 2 lots: 8340981, 9044873, supplier lot flex lot, 8340981 31366301, 9044873 31369668, 9044873 31371694. Q: how many cases of each batch number were ordered? A:supplier lot flex lot qty batch, 8340981 31366301 11200, 9044873 31369668 23800, 9044873 31371694 14000. Q:which batch number is on the 2 cases of the reported affected product? A:all the material reported is defective (already passed the sort process). Therefore, the affected lots of material are 8340981 and 9044873 q:how many pieces from each case and batch number were inspected? A:both supplier lots were sort 100% q:how many pieces from each case and batch number were found to have damaged plunger rods? A: supplier lot qty pieces affected, 8340981 119, 9044873 267. Received clarification from customer on 11/5 on question on damage to lot number 8340981, damage is present on barrel of syringe and not on plunger rod for this lot. There was only one photo provided for lot number 8340981 / flex lot 31366301 that shows damage to the barrel of the syringe. However it is listed that 119 pieces out of that lot were found with damage to the plunger rod. Q:how many syringes from lot number 8340981 / flex lot 31366301 had damage to the barrel? A: all the 119 pieces present the same condition (defect). Initial reporter addr 1: (B)(6).

Manufacturer narrative:
The following information had been updated: b.3. Date of event: on (B)(6) 2019. B.5. Describe event or problem: it was reported that an unspecified number of syringe 5ml ll bns experienced a plunger rod broken/damaged prior to use. The following information was provided by the initial reporter: material no: 301027; batch no: 8340981 and 9044873. Complaint description: syringes with part number: 301027 and lots: 8340981, 9044873 were received damaged and we could not use. Quantity ordered: 13 cs, quantity affected: 2 cs. 10/30/2019- recvd response from customer with following information: q: is the date this was found known? A: on (B)(6) 2019. Q: it was noted ¿syringes with part number: 301027 and lots: 8340981, 9044873 were received damaged and we could not use¿. A: the condition seems to be the cut of the mold bridge. Q: batch / lot: 8340981, 9044873 were provided. A:only 2 lots: 8340981, 9044873. Supplier lot flex lot: 8340981, 31366301, 9044873, 31369668. Q: how many cases of each batch number were ordered? A:supplier lot flex lot: qty batch: 8340981, 31366301, 11200, 9044873, 31369668, 23800, 9044873, 31371694, 14000. Q: which batch number is on the 2 cases of the reported affected product? A: all the material reported is defective (already passed the sort process). Therefore, the affected lots of material are 8340981 and 9044873. Q: how many pieces from each case and batch number were inspected? A: both supplier lots were sort 100%. Q: how many pieces from each case and batch number were found to have damaged plunger rods? A: supplier lot qty pieces affected: 8340981, 119, 9044873, 267. Q: are physical samples with the defect from each batch number available for investigation? If so please provide your mailing address so that I may generate and provide you with a return label for the return of samples. A: yes, we have samples available h3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 5ml ll bns experienced a plunger rod broken/damaged prior to use. The following information was provided by the initial reporter: material no: 301027; batch no: 8340981 and 9044873. Complaint description: syringes with part number: 301027 and lots: 8340981, 9044873 were received damaged and we could not use. Quantity ordered: 13 cs, quantity affected: 2 cs. On (B)(6) 2019, recvd response from customer with following information: q: is the date this was found known? A: on (B)(6) 2019. Q: it was noted ¿syringes with part number: 301027 and lots: 8340981, 9044873 were received damaged and we could not use¿ . A: the condition seems to be the cut of the mold bridge. Q: batch / lot: 8340981, 9044873 were provided. A: only 2 lots: 8340981, 9044873. Supplier lot flex lot: 8340981, 31366301, 9044873, 31369668. Q: how many cases of each batch number were ordered? A:supplier lot flex lot: qty batch: 8340981, 31366301, 11200, 9044873, 31369668, 23800, 9044873, 31371694, 14000. Q: which batch number is on the 2 cases of the reported affected product? A: all the material reported is defective (already passed the sort process). Therefore, the affected lots of material are 8340981 and 9044873. Q: how many pieces from each case and batch number were inspected? A:both supplier lots were sort 100% q: how many pieces from each case and batch number were found to have damaged plunger rods? A: supplier lot qty pieces affected: 8340981, 119, 9044873, 267. Q: are physical samples with the defect from each batch number available for investigation? If so please provide your mailing address so that I may generate and provide you with a return label for the return of samples. A: yes, we have samples available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8340981. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-12-06. Medical device lot #: 9044873. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-13.

Event description:
It was reported that an unspecified number of syringe 5ml ll bns experienced a plunger rod broken/damaged prior to use. The following information was provided by the initial reporter: material no. 301027, batch no. 8340981, and 9044873. Complaint description: syringes with part number 301027 and lots, 8340981, 9044873 were received damaged and we could not use. Quantity ordered: 13 cs. Quantity affected: 2 cs.